Event description:
The product report shows the customer alleged that a pt became disconnected from the ventilator and there was no audio alarm to indicate low pressure. There was no report of an alleged malfunction from the facility. The pt was found lying on the tubing and partially obstructing the outlet. The pt settings were a/c mode. Rate 10, vt 500, flow 40 'lpm,' hi pressure 50 cm. H20, sigh 800 every 10 minutes. The low pressure alarm was set at 10 cm. H20. The staff was able to duplicate the reported event by diconnecting the pt tubing and partially obstructing the outlet. When the low pressure alarm was adjusted, it's parameter was violated and the alarm functioned as designed. The ventilator also passed an operational test on site. It is not verified that the unit had no audio alarm, and no malfunction may have occurred. The device is being sent to the service center for evaluation. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.